Event description:
During a tonsillectomy, a pt received a burn on the lip and mouth. The tip of the cautery pencil is shielded to prevent burns. The tip was not completely inserted into the handpiece and some metal was exposed. The exposed piece made contact with the lip and mouth.